Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported a blood glucose (bg) level of 300 (mg/dl) and moderate ketones. Manual injections were delivered to address bg levels and water was consumed to address ketones.